Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation papers state the patient experienced pain and discomfort in her right hip and will undergo revision surgery. Doi: 2006 - no revision at this time. Update: der received (B)(4) 2014. This was the removal of an asr cup and head. The patient presented with hip pain and elevated levels of cobalt and chromium were found. Surgeon said there was trunionosis and metal debris in the hip. Invoice received. Additional reason for surgery: metallosis, osteolysis and trunionosis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.